Event description:
It was reported that the patient received 2 unsolicited boluses from the device. The patient reportedly noticed one of the uncommanded boluses after hearing the pod making a clicking noise. No impact to the patient's blood glucose levels was reported. Medical attention was not required. The patient was requested to upload data logs from the device for investigation. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
User-initiated data logs have not been received to date. If user data logs are received, a supplemental report will be submitted with the investigation results. It was reported that the device delivered boluses that were not requested by the patient. We are unable to confirm the reported uncommanded boluses or to determine the root cause. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.5 smartphone hardware: iphone16.2 cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.